Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead helix was unable to be unscrewed and the left ventricular (lv) lead was unable to capture at high threshold. Both the ra and lv leads were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction section h6 : the medical device problem code has been updated from "1536 - retraction problem" to "1254 - difficult to fold, unfold or collapse" reflecting the closest complaint code for the event. Device evaluation : the reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted. After applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing found no conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.